Event description:
The customer reported that the device is registering a "cardiac electrical activity plot, when it has not been installed in the device and even after patient has died."

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.